Event description:
It was reported that this right ventricular lead exhibited high out of range shock lead impedance measurements. Reprograming of the device, further evaluation and the possibility for a dft test were discussed. No changes have been performed. This device remains in service. No further adverse patient effects were reported.